Event description:
The facility representative reported an ipump with a condition of "running batteries down within one hour time which could be happening the first time you run the bolus". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a micro processor unit printed circuit board problem. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the evaluation of the ipump device confirmed and reproduced the reported problem of batteries drained within one hour of use. The potential root cause of this condition was due to a faulty microprocessor unit printed circuit board (mpu pcb). The mpu pcb was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.